Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of a supra ventricular tachycardia (svt) origin did not work as the device classified an svt as ventricular tachycardia (vt) and inappropriately shocked the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Shock therapies in the ventricular tachycardia (vt) zone were turned off.